Manufacturer narrative:
Initial reporter facility name = (B)(6). All available patient information included. No additional information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false non-reactive architect syphilis results were generated for a patient on the architect i2000 analyzer. The customer stated on (B)(6) 2021, the sample generated a non-reactive architect result of 0.89 s/co (< 1.0 s/co is non-reactive), but the sample was tppa and colloidal gold positive. There was no reported impact to patient management.

Manufacturer narrative:
The investigation for a non-reactive result for one sample tested with the architect syphilis tp assay lot 18322be01, included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and inhouse testing of retained kits with the complaint lot number. A review of tracking and trending determined no trends were identified for the issue for the architect syphilis tp assay. Inhouse testing was performed using a retained reagent kit of lot 18322be01 that was tested in a sensitivity setup. No false non-reactive results were obtained, indicating that the sensitivity performance is not negatively impacted. Manufacturing documentation was reviewed and no issues were identified. Additionally, labeling was reviewed and adequately addresses the customer issue. Based on the investigation, no systemic issue or product deficiency was identified for the architect syphilis tp assay, lot 18322be01.